Event description:
It was reported that the device was over-sensing far r wave causing inappropriate mode switch. The patient presented to the clinic and programming changes were made. The patient was asymptomatic.